Event description:
It was reported to the manufacturer that the vns patient has been experiencing tachycardia intermittently after a hard fall. The severity of the reported event is unknown at this time. The physician was unable to perform diagnostic tests on the patient's device, due to low settings and tolerability issues. The patient's device has been programmed off to see if the event resolved. It was indicated that the events were exacerbated by vns stimulation. The patient's cardiac workup in 2006 was negative. The patient had similar issues in the past, but the event got worse after the fall. No setting or medication changes were made prior to the event that may have contributed to the patient's symptoms. X-rays were taken to assess the integrity of the device. Based on the x-rays received, no obvious anomalies were identified, which could be contributing to the reported event. The device will be turned back on upon patient's request for therapy. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. No gross lead discontinuities visualized.